Manufacturer narrative:
This report is submitted on june 10, 2024.

Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently, was treated with antibiotics (type, date and duration not reported).